Event description:
International customer reported that a patient underwent a hernia repair with mesh implant using an open underlay technique. The patient presented with a recurrent hernia approximately six months following this repair. The patient was returned to surgery for repair at which time the surgeon observed that the device was torn down the middle. A competitor product was placed over the defect.

Manufacturer narrative:
Conclusion: user error contributed to the event. The product instructions for use state that the preferred positioning of the mesh is extraperitoneal as a sublay (under the fascial defect). A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.